Event description:
It was reported that during an unknown procedure, after the device had been cut and sutured, during the extraction of the product from the anal a corner of the hemorrhoid ring, was attached because it was not cut. The white circle inside the device was out of seat. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date, a supplemental medwatch will be sent.